Event description:
It was reported through user facility medwatch received that the patient was treated with IV antibiotics. Infection was noted which extended along the driveline to the outflow graft and pump body. Clinical signs of right ventricle dysfunction after the exchange were noted and a temporary right ventricular assist device was placed after which hemodynamics improved. The patient was reported as hemodynamically stable in the cardiovascular intensive care unit.

Manufacturer narrative:
User facility medwatch form # (B)(4). Chronic driveline infection captured under MFR. Report #s 2916596-2021-05500 and 2916596-2021-05503. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported through patient product that the patient underwent pump exchange on (B)(6) 2021. No further detail was provided. On (B)(6) 2021, it was reported that the pump exchange was performed due to chronic driveline infection. The patient had been admitted on (B)(6) 2021 with fever and blood cultures (B)(6) for (B)(6).

Manufacturer narrative:
Right ventricle dysfunction occurred after exchange and will be captured under the post-exchange pump under MFR. Report # 2916596-2021-07213. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.